Event description:
Re: customer reported an issue with ICU medical extension set in medline IV start kits. The tapered luer lock was sometimes oval and the rubber piece sometimes got stuck because it gets pushed down when injections are delivered. The other luer lock was not secured; it disconnects and slides down the extension set. Most of the issues occurred in CT, when contrast was injected. ICU medical reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).